Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not available as the subject device was discarded by the healthcare facility. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in tennessee reported via a fisher & paykel (f&p) healthcare field representative, an event involving a 950n81j neonatal ventilator dual heated circuit kit. The healthcare facility reported that while receiving high frequency jet ventilation with a puritan bennett 980 ventilator and f&p healthcare 950 respiratory humidifier, health professionals present at the patient's bedside observed the patient to desaturate and become bradycardic. It was then identified that the endotracheal tube may have not been in the correct position ("presumed above the vocal cords"). The healthcare facility reported that the patient was reintubated and is currently stable. There is no indication from the information provided that there was a malfunction with the f&p healthcare 950n81j neonatal ventilator dual heated circuit kit.